Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an error code 1003. Data analysis showed that the device battery depleted prematurely and was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, device replacement or device re-evaluation within ninety days was advised. To date, no intervention was performed and the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It as reported that this implantable cardioverter defibrillator (ICD) recorded an error code 1003. Data analysis showed that the device battery depleted prematurely and was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, device replacement or device re-evaluation within ninety days was advised. To date, no intervention was performed and the device remains in service. No adverse patient effects reported. Additional information received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Event description:
It as reported that this implantable cardioverter defibrillator (ICD) recorded an error code 1003. Data analysis showed that the device battery depleted prematurely and was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, device replacement or device re-evaluation within ninety days was advised. To date, no intervention was performed and the device remains in service. No adverse patient effects reported. Additional information received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.